Manufacturer narrative:
The device was returned to gore for evaluation. The device evaluation showed the following: the leading olive was separated from the delivery catheter. There was no evidence of a bond for the leading olive on the delivery catheter. The findings from the evaluation are consistent with the physician¿s observations. The cause for the olive separation from the catheter is due to a lack of bonding between the leading olive and the delivery catheter. The cause for the lack of bonding for the leading olive is investigated in CAPA (B)(4) addresses leading olive separation. The device in question was manufactured prior to the implementation of the corrective actions of the CAPA.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. A contralateral leg component was reportedly advanced into position and deployed with no issue. Angiography reportedly showed the leading olive off of the delivery catheter and remained in the patient. It was reported the contralateral leg component was not advanced outside of the sheath, and there was no noted resistance advancing or withdrawing the device. The detached olive was snared and removed from the patient. The procedure was concluded with no further issues. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure. Reportedly, the cause of the leading olive separation is unknown.